Manufacturer narrative:
Citation: el-sabawi b.; et al. Temporal incidence and predictors of high-grade atrioventricular block after transcatheter aortic valve replacement. J am heart assoc. 2021 may; 10(10):e020033. Doi: 10.1161/jaha.120.020033. Pmid: 33960210. Epub 2021 may 7. Earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the development of high-grade atrioventricular block (havb) after transcatheter aortic valve replacement (tavr). All data were collected from a single center between february 2012 and june 2019. The study population included 953 patients who were predominantly male with a mean age of 81 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 139 patients were implanted with medtronic self-expanding bioprosthetic valves, including corevalve, evolut r and evolut pro models (unique device identifier numbers not provided). Among all patients, eight deaths occurred within 30 days of tavr. It was noted that three of the deaths were from unexplained causes, but the article provided no further information on the cause of deaths for the remaining five patients. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: need to implant a second valve; left/right bundle branch block (lbbb/rbbb), first-degree atrioventricular (av) block, fascicular av block and atrial fibrillation requiring temporary or permanent pacemaker implantation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.